Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to remove the battery cap on the insulin pump. The customer reported a high of 473 mg/dl at the time of incident. The customer was able to treat their blood glucose with the insulin pump. The customer was able to remove the battery cap at the end of the call. The customer declined to return the insulin pump for analysis.